Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that surgeon noticed that the flanges on the locking screwdriver were starting to bend and wanted it replaced before they broke.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this reported event was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.